Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer reloaded the cartridge to resolve the issue. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.